Manufacturer narrative:
The manufacturer received the devices for investigation on august 31, 2016. The investigation is pending. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Allofit alloclassic schale 62/nn; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. (B)(4) concessions were found for the sl titanium shell 54. The concessions were determined to not have effect on the effectiveness of the product. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on august 24, 2016 for the case (B)(4). Due to this information a further report for the newly reported sl titanium shell 54 was added with notification date august 24, 2016. It has now been reported that the patient was implanted a sl titanium shell 54 on the left side on an unknown date (according to the manufacturing and expiration date of the shell it should have been implanted between (B)(6) 1998 and (B)(6) 2002). It was also reported, that the patient was implanted a revitan, distal part, straight, uncemented, 24/200 on (B)(6) 2012 on the left side. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the distal stem and loosening of the shell. It was also reported that the distal part of the revitan implant was completely grown in, the surgeon had difficulties to remove it. Because of that the surgery was delayed for about 90 minutes.

Manufacturer narrative:
Summary and conclusion in the present case, there was a fracture in the connection pin of a revitan stem that had been implanted in (B)(6) 2012. On the ap images of the x-ray sequence there are no obvious changes, e.g. Osteolyses. Based on a comparison of the final position of the previous implant (müller straight stem) and the newly implanted revitan stem it is likely that the latter was unable to completely fill out the cavity in the proximal region of the bone. Consequently, in those areas there was probably no direct contact between bone and implant. Especially in the proximal medial and posterior areas the osseous support of the implant was probably suboptimal. About one year after implantation of the revitan stem the x-ray showed fine sclerotic lines around the prosthesis in the 2nd plane so from that time onward, there was probably no direct contact between bone and implant either in these regions. The explant available only shows bone ongrowth in the distal third of the distal stem part. This might confirm the observations made in the x-ray sequence. The fracture of the connection pin occurred due to material fatigue. With the examinations performed it was not possible to find any fracture-triggering or fracture-enhancing defects on the fracture surface. The fracture is located approximately 3 mm distal to the proximal end of the distal part of the revitan stem. The fracture has multiple fracture origins in different planes, which then merge in a single plane. The fracture origins are located on the lateral side of the stem. On the lateral surface of the connection pin, surface changes were observed (mixture of metallic smear, polish, and corrosion). On the lateral and anterior sides, areas of corrosion were found. It is not known whether these areas already existed before the fracture and are therefore associated with it, or whether they should only be regarded as a side effect. The same applies to the highly polished lines on the medial and posterior sides of the anchoring region of the proximal part of the revitan stem. They are typical signs of loosening. The cracks that were seen near the fracture surface on the medial side of the connection pin might have arisen due to alternate bending or unilateral pressure. The area of the lateral surface of the connection pin with fatigue structure might suggest surface fatigue. The latter might have occurred due to increased area pressure, which might be a side effect of the fracture after downward tilt of the proximal fragment. The sl shell shows revision surgery damage both on the inner side and on the anchoring side. On the inner side of the screw holes, wear marks due to contact with the screws are visible. On the anchoring side, the edges of the screw holes are abraded outward on one side. Part of the wall of a screw hole has broken off. Around the screw holes, there are areas that appear lighter on the blasted anchoring surface. As with the screw holes, the three screws show corresponding wear marks in the head area and slight damage, e.g. To the hexagon socket. One of the screws has a matt grayish color. The ovally abraded area at the inner edge of the rise of the beta pe insert is probably attributable to impingement with the stem neck. This possibly occurred only due to the change in position of the proximal stem part. The wear marks on the screw heads and screw holes of the sl shell and the lighter-appearing areas in the region of the blasted anchoring surface of the shell indicate loosening. In the literature the factors discussed as possibly influencing fractures of the revitan stem include patient weight, absence of proximal bone contact with the calcar [1], and corrosion phenomena on the connection pin [2]. Based on the available information and the visual evaluation, it is presumed that, throughout the entire in vivo period, the revitan stem only had suboptimal osseous support in the proximal region. This may have had an influence on the loading of the stem and ultimately led to fracture of the connection pin. It is not known whether, in addition to the surface changes on the connection pin, other factors could have had an influence on the fracturing. References: fink b., urbansky k., schuster p., mid term results with the curved modular tapered, fluted titanium revitan stem in revision hip replacement. J bone joint surg. 2014;96-b:889¿95. Wang q., parry m., masri b. A., duncan c., wang r., failure mechanisms in cocrmo modular femoral stems for revision total hip arthroplasty. J biomed mater res part b doi: 10.1002/jbm.b.33693. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported, that the patient was implanted with a sl titanium shell 54 on the left side on an unknown date (approx. 18 years ago) and that the shell was revised on (B)(6) 2016 due to loosening. It was also reported, that he patient was implanted with a revitan stem system on (B)(6) 2012 on the left side and that the patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the distal stem. It was also reported, that the distal part of the revitan implant was completely grown in, the surgeon had difficulties to remove it. Because of that, the surgery was delayed for about 90 minutes. For the stem an additional MDR is filed 0009613350-2016-01131.